Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that her husband¿s onetouch ultra 2 meter was reading inaccurately high compared to another meter (hospital meter). The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The reporter stated that the meter issue began on (B)(6) 2017 about 9.30 am, alleging that the patient obtained an alleged inaccurately high blood glucose result of ¿383 mg/dl¿ on the subject meter compared to ¿315 mg/dl¿ on another device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter specified that the patient manages his diabetes with insulin and oral medication. The reporter stated that at the time of the alleged inaccuracy the patient was in hospital, for an unrelated procedure. The reporter stated that the patient developed symptoms consistent with ¿hypoglycemia¿, but could not give any physical symptoms. The reporter stated the patient obtained a blood glucose result of ¿57 mg/dl¿ on an unknown meter, and required treatment by his wife of ¿glucose tablets¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.